Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did not get telemetry contact with the ins. The patient also stated they didn't feel the stimulation effect anymore and the therapy was decreased/gone. The patient was advised to initiate a connection with the ins. It seemed like the patient was doing everything correctly. The patient programmer stated "device not found". The patient was advised to reset the communicator but that did not solve the issue and the patient programmer still showed the "device not found" message. A possible issue with the ins was noted. The ins was implanted in (B)(6) 2026 so it was unlikely that the ins was already empty. The patient was advised to contact their healthcare provider (hcp) in order to check the ins with the physician programmer.